Manufacturer narrative:
(B)(4). Batch # u93j26. Date of event is 2020. Event day and event month were not reported. Investigation summary: the analysis results found that the er420 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated and during the functional test, the trigger was noted jammed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the latch was found to be bent. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the found condition of the yielded jaws may due to device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, several clips dropped continuously. It is unknown how procedure was completed. There was no patient consequence.